Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A female patient was examined with the sense nv coil and sense spine coil and sustained a 2nd to 3rd degree heating injury on the left lower back.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coils used. No definite cause for the serious injury on the patient's right shoulder could be determined. The used scan protocols with 14 scans on high sar and a total whole body rf energy dose of 8.8 kj/kg contributed to the severity of the injury. Based on the provided details of the injury it is expected that an external (metallic) object, e.g. Cable, conducting clothing was close to or in direct contact with the affected skin area during the mr examination. However this could not be confirmed. Severity of the injury.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A female patient was examined with the sense nv coil and sense spine coil and sustained necrosis of the skin on the back of the right shoulder.